Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device only ran for 13 minutes, the device was stopped due to a malfunction. Per reporter the patient started having rigors and elevated heart rate. The device was removed, and the patient was sent to ER via ambulance.

Manufacturer narrative:
D9: date returned to mfg: 1/18/2024. H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for evaluation. Visual inspection revealed no visible physical damage. No records were found in the event history log. Functional testing was unable to replicate the reported issue; the device passed all testing. No device fault was found. The root cause could not be determined. No further actions were taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.